Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was severed. During the replacement procedure this lead was found to be fractured. A new endotak lead was implanted.